Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) review is not possible; the manufacturing lot number that was provided is incorrect.

Event description:
It was reported that 3fr bard powerpicc was placed (B)(6) 2018 and broke on (B)(6) 2018. It was stated that it looked as if it broke at the purple hub/tubing junction. The patient was on ivf and antibiotics. Catheter exchange done on (B)(6) 2018. It was reported that there was no harm to the patient.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a break at the hub is confirmed; however the exact cause is unknown. One 3 fr single lumen powerpicc sv was returned for evaluation. An initial visual observation showed the catheter was returned in two segments. A small split was observed in the tubing of the extension leg, just within the distal end of the luer connector hub. Use residue was observed throughout the sample. A microscopic observation revealed beach marks on the surface of the split in the extension leg, which are typical of fatigue failure. While the exact cause of the split in the extension leg tubing is currently unknown, potential contributing factors of the failure include pulling, twisting, and/or manipulation of the luer connector hub. No further action is required as the reported event could not be determined as a deficiency in product manufacture or deficiency while under correct product use. A lot history review (lhr) review is not possible; the manufacturing lot number that was provided is incorrect.

Event description:
It was reported that 3fr bard powerpicc was placed (B)(6) 2018 and broke on (B)(6) 2018. It was stated that it looked as if it broke at the purple hub/tubing junction. The patient was on ivf and antibiotics. Catheter exchange done on (B)(6) 2018. It was reported that there was no harm to the patient.